Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic a month ago, complaining of experiencing shortness of breath. The left ventricular lead exhibited loss of capture. Chest x-ray revealed the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.